Event description:
It was reported that the evos small 2.5mm drill w/ao qc long was broken and the surgeon decided to leave it inside. The procedure was completed, with a non-significant delay, using a s+n back-up device.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an open reduction in an internal fixation of tibial platu, an evos small 2.5mm drill w/ao qc long broke and the surgeon decided to leave it inside the patient. The procedure was completed, with a non-significant delay, using a s+n back-up device. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
B4, h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a drill bit breakage of the evos 2.5mm long drill during an open reduction internal fixation tibia plateau. According to the report, the surgeon made the decision to leave the broken drill bit inside of the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Consequently, the clinical root cause of the reported drill bit breakage could not be determined. Per subsequent e-mail, no additional surgery is required. The evos 2.5mm long drills are comprised of 17.4 ph ss, they are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. Although we cannot make conclusions on the patient impact of the non-implantable foreign body, we cannot rule out the possibility of micro-motion and/or migration, local skin irritation and discomfort. Based on the information provided, the procedure was completed with a non-significant delay, using a s+n back-up device. According to the report, the patient was not harmed as consequence of this problem. Therefore, no further medical assessment can be rendered at this time. Should any additional relevant clinical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.